Manufacturer narrative:
Reporting facility is unknown. No device was returned. Investigation of manufacturing documents revelas no evidence of manufacturing related issues that could have contributed to the event.

Event description:
PICC line reported to have broken during a catheter exchange procedure. The broken portion was surgically removed. The catheter had been indwelling for 39 days prior to incident. Reporting facility is not identified.